Event description:
It was reported that during a colectomy procedure, the device was placed across the bowel and fired. Once removed, they found the device had cut but not stapled the tissue. The section of the tissue not stapled was removed. A new device and cartridge was fired across the area successfully. The procedure was completed with no patient impact.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.